Manufacturer narrative:
Investigations findings to date indicated the reported malfunction occurred during recirculation and prime (machine set-up), and not during dialysis mode. The user visually observed the saline bag refilling with dialysate during circulation. There have been no adverse events associated with the reported issue. The report is being investigated by the manufacturer fia a CAPA. The investigation is pending and supplemental MDR will be filed at the completion of the investigation.

Manufacturer narrative:
The actual device was not evaluated by fresenius personnel therefore the failure mode cannot be confirmed by fresenius or replicated in field testing. The reported issue, filling of saline bag, was addressed by CAPA. An investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification.

Event description:
A suer facility reported a saline bag back filled during recirculation mode. A patient was not connected to the machine at the time of the incident. There were no occlusions to the drain. The drain line was 8 feet long and the drain height was 20 inches. The machine is still out of service pending a software update.